Event description:
It was reported the physician experienced ¿decubitus of the stimulator¿ after replacement of patient¿s kinetra brand implantable neurostimulator (ins) with an activa brand ins. The patient that presented with this condition were reported to have required a pocket revision as a result of the event. It was noted the patient was alive with no injury at the time of report. The physician reported the problem was related to the ins¿s form. It was noted the complaint was ¿a general comment¿ and ¿not related to a specific case.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).